Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implanted during an endovascular procedure to treat an endoleak . It was reported that approximately 2 weeks later, a CT was performed where a type 1a endoleak was noted. Endoanchors were implanted. The event was not resolved. As per the physician, cause of the event was due to calcification plaque. No additional clinical sequalae were reported and the patient will be monitored.